Manufacturer narrative:
During investigation for the reported infection, the device in this report was noted corroded. Method & results: visual inspection noted areas of the femoral head taper contained dark adhered debris and surface texture variations consistent with a mechanically assisted corrosion process. The material analysis report concluded that the debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the device features examined. A review of the medical records and material analysis report by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty with additional patient-related factor of ra disease but without device-related aspects. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and the reported sterile lot. Conclusions: a review of the event by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty with additional patient-related factor of ra disease but without device-related aspects. No further investigation is possible at this time. If additional information such as pathology reports become available, this investigation will be reopened.

Event description:
It was reported that primary ra surgery was done in 2009 and in (B)(6) 2014 pain and stiffness in hip was reported. X ray shows osteolyses and calc . High crp. Mr in (B)(6) 2014 shows suspect osteolite and infection. Extraction of implant was performed on the (B)(6) 2015. A lot of pus. Pos synovasure.